Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the last two loops of the heartstring seal didn't unravel completely during removal process, the surgeon loosened the sutures to remove the portion that didn't unravel. Once the seal was removed, the anastomosis was re-sutured. No patient complications were reported.